Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have gone swimming with insulin pump attached. Customer reported that there was fluid underneath display screen. Battery was removed for thirty minutes to let dry and "battery out limit" alarm was received. Customer was not able to clear alarm due to buttons not responding. Customer was advised that insulin pump would need to be replaced.